Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.